Event description:
As per report, "patient was in clinic for PICC line dressing change. When trying to snap the wing down on the left side of the stat lock it would not click. Tried more pressure and it would still not click in. Had to get another one which worked perfectly. Defective stat lock." Manufacturer response for statlock PICC plus, (brand not provided) (per site reporter) sales rep reported issue to manufacturer. Bd requested additional information and return of product for follow-up.